Manufacturer narrative:
Concomitant products: 429678 lead, implant date: (B)(6) 2017. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing about one month post implant. An attempt was made to reposition the lead, however the lead continued to oversense during trouble shooting in pacing mode only. The lead was explanted and replaced. No patient complications have been reported as a result of this event.